Manufacturer narrative:
The customer called and requested information on the bsm (bedside monitor). He stated a patient had died and the nurse wanted to save the data but didn't want the monitor to alarm at the bsm or the cns and didn't want the bsm screen showing information for the family to view. The patient did not pass away because of any issues from the bsm. The device was functioning properly. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer called and requested information on the bsm (bedside monitor). He stated a patient had died and the nurse wanted to save the data but didn't want the monitor to alarm at the bsm or the cns and didn't want the screen showing information for the family to view.